Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous right superficial femoral artery. A non-bsc stent was deployed. The 6.0 mm x 40 mm sterling was advanced for post-dilatation. Inflation was performed twice to 6 atms. During the third inflation, the balloon ruptured at 6 atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good